Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: degradation and electrical/electronic component problem. A probable root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): the following description is included in the finder observation in the "instructions for use" section of the instruction manual: - when the finder is not used, the sample is not used. When the viewfinder is not in use, attach the viewfinder cap to the viewfinder. When the viewfinder is pointed toward an indoor light or a bright window, indoor lights, etc. May appear on the monitor. The following statement is found in the instruction manual "precautions for cleaning, disinfection, and sterilization" and "warning" in "storage": ·this product is not to be used with tweezers, disinfectors, or sterilizers. Do not clean, disinfect, or sterilize this product together with tweezers, forceps, or scalpels. There is a risk that the camera cable may be punctured and the electrical circuit inside the product may be destroyed due to water leakage. The following statement is found in the "warning" section of the instruction manual "for safe use -endoscope image disappearance and freezing. Do not bump or drop the product. Do not bump or drop the product, as water leakage may cause damage to the product's internal electric circuits. The following description is found in the instruction manual "preparation and inspection_inspection of mela head". Check that there is no looseness or rattling of the free lock lever when the free lock lever is lightly held and lightly rotated counterclockwise. Check that there is no looseness or rattling in the scope mount when the scope mount is operated. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited a hole in the camera cable, water immersion in the camera cable, water immersion in the main body imaging, and the scope mount was flooded. There was no patient involvement.